Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that in 2002, the device was replaced as ineffective and had an open circuit. No further complications were reported/anticipated.